Event description:
It was reported that the patient was seen in the emergency department with an infected vns. It was reported that the patient had recently undergone generator replacement. It was reported that vns explant is planned. No known surgical interventions have been performed to date.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).